Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported that falsely depressed carbon dioxide (co2) results were obtained on six (6) patient samples on a dimension vista 1500 instrument. Quality controls (qcs) were within range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse ran server 2 service method testing's (smt) and found that the sample 2 (s2) was failing undermix testing. The cse also inspected s2 bottom of cuvette correction (bocc) and noticed that the probe was centered to the cuvette. Then the cse ran titrations on s2, which recovered within acceptable ranges. The cse pulled s1, s2 arm assembly and inspected belts, couplers, and motors for the s2, and noted that the thermal grease for the s2 control area network (can) board was leaking. The cse replaced the s2 probe and can board, auto aligned s1/s2 probes, ran bocc, and reran smts, which passed. Then, the cse ran the discordant samples; all results replicated the repeat values with no outliers. The cse also ran quality control (qc), which recovered acceptably. Siemens further investigated the issue and determined that the parts replaced by the cse is part of normal troubleshooting or maintenance. The cause of the discordant co2 results is unknown. The instrument is operating according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed carbon dioxide (co2) results were obtained on six (6) patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument. The repeat results were higher than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.